Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe ultra-fine® experienced foreign matter within the fluid path. The following information was provided by the initial reporter, translated from chinese: during use of the insulin needle, after removing the needle cap, foreign matter was found on the surface of the needle , and a new insulin needle was immediately replaced.

Event description:
It was reported that the bd insulin syringe ultra-fine® experienced foreign matter within the fluid path. The following information was provided by the initial reporter, translated from chinese: during use of the insulin needle, after removing the needle cap, foreign matter was found on the surface of the needle , and a new insulin needle was immediately replaced.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1060086. All inspections were performed per the applicable operations qc specification.